Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the pt's scs ipg would not communicate with external devices as the pt hadn't charged in several months. An sjm representative met with the pt and confirmed the ipg had no device output. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.